Event description:
The pt did not come out of the coma and passed away on 2/11/2003.

Event description:
On the morning of 2003, the pt spouse reported to the company that pt had several severe hypoglycemic events the prior night that spouse thought were caused by the insulin pump overdelivering. Spouse reported that pt's hypoglycemia required the administration of glucagon, but that pt is presently doing fine. The pt was disconnected from the pump sometime prior to the report. The spouse was instructed to return the pump to the company. The pt was to remain on injections until pt's replacement pump arrived. The pt's physician reported taht the pt's spouse was unable to waken pt, that pt was taken to the emergency room and admitted, and that pt remains in a coma. The physician stated that the pt took their pump into an MRI. The user guide with the pump warns against exposure of the pump to strong electro-magnetic fields, such as in MRI. A strong magnetic field can cause an over-delivery condition by re-magnetizing the encoder wheel, the portion of the motor that regulates insulin delivery.